Event description:
An ophthalmic surgeon reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient had glistening's in the lens. There are two medical device reports associated with this patient. This report is associated with the first eye. Additional information was requested, but further no information was available.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A texted image was reviewed. The highly magnified two-dimensional image makes it difficult to discern landmarks conclusively. It is assumed that the intraocular lens (iol) is shown in the superior half of the picture with what appear to be diffusely scattered opacities along with an indefinite whitish band extending diagonally. Some scattered opacities also appear to be present within the red ring beyond, and what would be anterior to, the presumed iol area making it further difficult to discern the findings conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. A photo was provided. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified company cartridge and viscoelastic. The root cause cannot be determined for the reported complaint of glistenings. The photo is the same photo as in bilateral file and no identifier as to which eye it represents; therefore the review will be captured in bilateral files. A director with gqca reviewed the photo. The manufacturer internal reference number is: (B)(4).